Event description:
It was reported that the home choice (hc) read "failure not sufficient information." No other details were provided. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue could not be confirmed through an event history log review. A service history review was completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date are unknown. The device was reported to be available but has not yet been received. An event history log review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Upon further investigation of the event log, it was determined that the reported problem was identified as a system error (se) 0002. The cause was determined to be due to the digital board which was subsequently replaced. The device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.